Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a lock line knot, requiring intervention. It was reported that a patient presented with grade 3 degenerative mitral regurgitation (mr) and a prolapsed posterior. During the procedure with a mitraclip xtw, there was an issue with the lock line. During the process of unwrapping the lock line, it could not unwrap easily. The ends of the lock line were knotted together and had to be cut in order to separate the two ends and access the lock line. The knot was identified and cut prior to an attempt at removing the lock line. The lock line was removed and the xtw was implanted. There were no adverse patient sequela or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported material deformation (knot) on the lock line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on information provided, the reported lock line knot appears to be related to user techniques (associated with procedural condition). The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.